Manufacturer narrative:
Since in this incident, the article concerned was not returned for examination and was scrapped by the customer, reference is made here to the customer information. Article 28729d broke off during the operation and got stuck in the patient's knee. During the operation, article 28729d was used in combination with an external handle. If the external handle has different parameters, e.g., rotational speed, and these do not match the karl storz drill 28729d, this can result in an excessive force acting on the article 28729d during use, which can lead to breakage. There is a high probability that this combination will not work together. In the IFU 96156021d version 1.0-09/2019 for the handle, reference is made to the fact that the handle should only be operated with the karl storz accessories. Since this has the necessary specifications to operate article 28729d. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the product's tip was claimed to have been broken during a surgical procedure, and it was retained inside the patient's knee. No further information was provided.